Event description:
It was reported while using bd smartsite¿ extension set, 0.2 micron filter backflow occurred during infusion. There was no report of patient impact. The following information was provided by the initial reporter: 2. Item # 20027e, lot unknown, date: 5/12/2023, unclear what defect is, blood was backing up in central line, filter was changed and no issue since. 3. Items #20027e, lot unknown, date 4/30/2023, cracked at hub, female end. This was discovered when the nurse found patient¿s linens damp.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jun-2023. H6: investigation summary: a complaint of blood backing up during use was received from the customer. An unknown sample was returned for investigation of the defect blood backs up. Through visual inspection, no damages or defects were noted on the sample. The set was then primed with no issues. A primary set was used to complete an infusion with the returned extension set. No issues or alarms were noted during the infusion. The defect could not be replicated. A device history record review could not be performed on model 20027e because the lot number is unknown. H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set, 0.2 micron filter backflow occurred during infusion. There was no report of patient impact. The following information was provided by the initial reporter: 2. Item # 20027e. Lot unknown. Date: (B)(6) 2023. Unclear what defect is, blood was backing up in central line, filter was changed and no issue since. 3. Items #20027e. Lot unknown. Date: (B)(6) 2023. Cracked at hub, female end. This was discovered when the nurse found patient¿s linens damp.